Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve via transfemoral approach, the operator experienced an excessive amount of push force. The fluoro images were taken and the valve appeared deformed inside the sheath. The decision was made to remove the sheath, valve and commander as a unit. Once the sheath and valve were removed from the body, it was noted that the valve struts were partially outside of the non expandable portion of the sheath. New systems were used successfully. There was no patient harm, the femoral artery was intact.

Manufacturer narrative:
Correction to section h6 per evaluation. The valve was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following: tortuosity present in patient's access vessels. Post-procedural imagery of the valve stuck with valve struts protruding through strain relief. Two (2) bent struts at inflow side. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the provided imagery. A review of the DHR, lot history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the operator experienced an excessive amount of push force. The fluoro images were taken and the valve appeared deformed inside the sheath. The decision was made to remove the sheath, valve and commander as a system as a unit. Once the sheath and valve were removed from the body, it was noted that the valve struts were partially outside of the non expandable portion of the sheath.'' Furthermore, follow-up information revealed that the delivery system was inserted at a steep angle and in the valve alignment position. Review of imagery of patient's anatomy showed tortuosity present in access vessels, however as the reported resistance had occurred during insertion in strain relief it is unlikely that the tortuosity (found in the iliac and not near insertion site) had contributed to the event. Per IFU/training manual ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' A steep insertion angle can subject the delivery system to sub-optimal angles leading to non-coaxial insertion and advancement. Non-coaxial insertion of the delivery system causes increased friction between the delivery system, valve, and sheath inner lumen contributing to the resistance and likeliness of the valve catching onto the sheath. Additionally, it was noted that the delivery system was in the ''valve alignment'' position. Per the IFU/training manual, ''ensure delivery system is locked in default position''. As the delivery system was not inserted in the locked default position, it is likely that the valve could move during insertion. The movement of the valve (valve not on valve crimp section) could result in the valve having a larger profile than intended. A larger profile can cause difficulties in advancing the ds into the sheath. As reported, ''the operator experienced an excessive amount of push force.'' It is likely that the operator had to utilize a high push force in order to overcome the larger profile and steep insertion angle. Using a high push force likely resulted in the valve struts bending and then puncturing through the strain relief as seen in returned imagery. As such, available information suggests that procedural factors (steep insertion angle, delivery system not locked in default position, high push force) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.